Event description:
The pump was programmed to deliver 10mg/ml at 3mg/day on (B)(6) 2012; however, the pump reservoir contained 20mg/ml. The patient was; therefore, actually receiving 6 mg/day. The patient was in the hospital with overdose type side effects. They were considering reprogramming the pump. The pump delivered hydromorphone.

Event description:
The pump had been refilled by an unknown outside company. At that time the drug concentration was changed from 10mg/ml of dilaudid to 20mg/ml of dilaudid but the pump was not updated to reflect the new concentration. This resulted in the patient receiving twice the desired dose. The manufacturer's representative was contacted and the pump was properly updated.

Manufacturer narrative:
Catheter model # 8709sc lot # n293419002 , implanted on: (B)(6) 2011 explanted on: unknown; programmer 8840 nvision serial # unknown. (B)(4).

Event description:
Additional review indicated that the patient was having "some jerks and things like that."

Manufacturer narrative:
(B)(4).